Event description:
Patient with left ventricular assist device (lvad) therapy for 30 months presents with lvad alarms & pump stops in the setting of new driveline fracture. Patient subsequently underwent failed driveline splice repair the day after arriving; safe on ungrounded cable. Patient also underwent an aborted lvad exchange procedure 4 days after the failed driveline fracture. Unfortunately, the surgeon was unable to access the lvad via the thoracotomy incision, so the exchange was aborted. Given the absence of lvad alarms/pump stops on the ungrounded cable, it was decided to pursue heart transplant 1a (b) alone.